Manufacturer narrative:
Investigation results: the affected device was not available for investigation. Therefore an investigation of the device was not possible. The device quality and manufacturing history records (DHR) have been checked for all available lot number and the products found to be according to our specification valid at the time of production. There are 3 similar complaints against the same lot number. Based on the information available and without a product for investigation, a clear conclusion can not be drawn. However, the subsidiary stated that the product was maintained/repaired by a third party. According to the IFU, a maintenance/repair must be executed by the manufacturer of the device. Therefore the root cause of the failure is most propably usage-related. A CAPA was not initiated.

Event description:
Update: information was received which confirmed that there had been no patient harm.

Manufacturer narrative:
B5 - patient harm updated to "none." After receipt of additional information and clarification that there had been no patient harm, the complaint was re-assessed and determined to no longer be reportable (no malfunction nor serious injury).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a microspeed uni perforator driver. According to the complaint description the handpiece did not work. During cerebral mass excision surgery the handpiece did not work when used for drilling. It was considered to connection error. Handpiece was replaced by another one to continue surgery. Furthermore, consumables during use was not original. There was no patient harm. This might result in permanent harm to body function or permanent damage to body structure. Additional information was not provided nor available. The adverse event / malfunction is filed under aag reference (B)(4).